Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the guide wire coating peeled off. The target lesion was located in the left anterior descending artery. A pt graphix guidewire was advanced to the lesion. However, during the procedure, either the tip or the coating of the wire came off in the patient. The guide wire was removed and it looked intact, but angiographic images show something was left in the vessel. No attempts were made to remove the detached component and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.